Event description:
Manufacturer: apple medical corp. Product: 1x fischer cone biopsy excisor, size: small, ref: 900-156, lot#: 1299l, exp 9/12, mfg 09/09, cautery set to 40/40 according to MFR recommendations. When the surgeon started using the product, it melted leaving a hole in the product and a small piece of the product inside the pt. The piece of plastic that remained in the pt was removed. The new cautery tip worked without any problems and the case was completed without any further issues. Event abated after use: yes. Event reappeared after reintroduction: no.